Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation. The right ventricular (rv) lead exhibited unstable thresholds during implant. The rv lead was repositioned several times due to diminished r waves and high thresholds. After the pocket was closed, device parameters were checked and revealed high capture thresholds. The patients sats and pressure became unstable and a pericardiocentesis was performed. The patient was stabilized and brought to the or for lead revision. The rv lead was explanted and a new lead was inserted without difficulty. No further patient complications have been reported as a result of this event.